Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 05-jul-2017, fse conducted follow-up with the customer over-the-phone to address the reported event and order the broken part. On 10-jul-2017, fse arrived at the site to perform intervention. He replaced the broken door/ cover; then, aligned and verified correct operation. The customer was subsequently able to run controls with no further issues. No further action was required by field service. The most probable cause of the reported event was fault/ failure of the door.

Event description:
On (B)(6) 2017, the customer reported that the b/f probe cover/ door for their aia-2000la was broken. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of e2 and pth patient results. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.